Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 13-mar-2019. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and dysmenorrhoea ('extremely painful periods') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criterion medically significant), menorrhagia ("extremely heavy periods"), food intolerance ("food intolerances"), gastric disorder ("gastric problems"), headache ("headaches"), menopausal symptoms ("perimenopause"), anxiety ("anxiety"), mood swings ("mood swings") and palpitations ("heart palpitations") and was found to have weight decreased ("weight loss"), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), metrorrhagia ("intermenstrual bleeding"), joint swelling ("swollen joint"), coital bleeding ("post-coital bleeding") and polymenorrhoea ("get her period twice a month"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, food intolerance, gastric disorder, weight decreased, headache, menopausal symptoms, anxiety, mood swings, palpitations, fatigue, metrorrhagia, joint swelling, coital bleeding and polymenorrhoea outcome was unknown. The reporter provided no causality assessment for anxiety, food intolerance, gastric disorder, headache, menopausal symptoms, mood swings, palpitations and weight decreased with essure. The reporter considered abdominal pain, coital bleeding, dysmenorrhoea, fatigue, joint swelling, menorrhagia, metrorrhagia and polymenorrhoea to be related to essure. Most recent follow-up information incorporated above includes: on 2-dec-2019: the event polymenorrhoea was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 13-mar-2019. The most recent information was received on 04-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and dysmenorrhoea ('extremely painful periods') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criterion medically significant), menorrhagia ("extremely heavy periods"), food intolerance ("food intolerances"), gastric disorder ("gastric problems"), headache ("headaches"), menopausal symptoms ("perimenopause"), anxiety ("anxiety"), mood swings ("mood swings") and palpitations ("heart palpitations") and was found to have weight decreased ("weight loss"), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), metrorrhagia ("intermenstrual bleeding"), joint swelling ("swollen joint") and coital bleeding ("post-coital bleeding"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, food intolerance, gastric disorder, weight decreased, headache, menopausal symptoms, anxiety, mood swings, palpitations, fatigue, metrorrhagia, joint swelling and coital bleeding outcome was unknown. The reporter provided no causality assessment for anxiety, food intolerance, gastric disorder, headache, menopausal symptoms, mood swings, palpitations and weight decreased with essure. The reporter considered abdominal pain, coital bleeding, dysmenorrhoea, fatigue, joint swelling, menorrhagia and metrorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 4-sep-2019: legal complaint received. Information added: insertion/removal dates of essure, events (intermenstrual bleeding, post-coital bleeding, abdominal pain, swollen joints and fatigue). Case was upgraded to incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.